Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a stroke on the left leg. It was added that patient wore braces on both legs since the right leg was paralyzed too. The relation to the pump and therapy was unclear .the patient's status was undetermined at the time of the report. The drug being used in the pump was unknown. Additional information has been requested, but was notavailable as of the date of this report.